Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 200 mg/dl. The customer's current blood glucose level was 311 mg/dl and experienced symptoms like chest pain. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.